Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen therapy. Specific drug information was not provided. The pumps indication for use was listed as intractable spasticity and cerebral palsy. It was reported that the pump caused problems to the spinal cord and the patient had developed scoliosis. Surgery was being considered. It was further reported that the patient had adapted well to the medication. "For a while they tried now to use it but his reaction was hard because he was used to it." Per the reporter, they tried to reduce the medication and even stopped it for a while. The event date was reported as "last year".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.